Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. (B)(4) bluetooth pairing test was performed and passed. Functional test results was performed and passed. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test results was performed and passed. A review of the receiver logs was performed and signal loss was not found within the investigation window. The allegation was confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).